Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
The customer reported that, when attempting to use the AED mode, an "x" showed on the ready-for-use (rfu) indicator and a sound was made, and it was not possible to administer a shock. The device as in use on a patient at the time of the event, however there was no adverse event to the patient or user.

Event description:
The customer reported that, when attempting to use the AED mode, the heartstart mrx indicated a shock was needed and charged to 150j, but disarmed. It was not possible to administer the shock. As this was a life-saving emergency and another device was used to treat the patient, we are considering this to be a serious injury. The customer reported the defibrillator was being used in the emergency room in AED mode to treat a patient with cardiopulmonary arrest. The device performed analysis five times. During the last analysis, the defibrillator indicated a shock was needed and the device charged to 150j but disarmed. Another device was used to analyze the patient, however, the device showed the patient did not need a shock.

Manufacturer narrative:
This report has been updated from non-adverse event to serious injury to reflect additional information from the customer.

Event description:
The customer reported that, when attempting to use the AED mode, the heartstart mrx indicated a shock was needed and charged to 150j, but disarmed. It was not possible to administer the shock. As this was a life-saving emergency, another device was used to treat the patient, and patient outcome is unknown, we are considering this to be a serious injury.